Manufacturer narrative:
The data log was reviewed, the system and handpiece performed as expected. There was cryogen flowing to the tip. The reservoir pressure readings were normal and not out of the range of the device. The tip passed leak, visual (no dents, scratches, blemishes, dielectric breakdown, or tears were seen), and thermistor testing. A functional test was not able to be performed due to tip being expired with no remaining reps. Further investigation is underway.

Event description:
The user facility in (B)(4) reported a patient sustaining a burn on the right cheek area of the face during thermage treatment. The event occurred 60/300 reps when ec78c appeared. When the error occurred the energy level was increased from 1.5-2.0 to 2.0. The error appeared six times during the treatment. The tip was inspected prior to treatment with no anomalies found. The tip was inspected during treatment and nothing out of the ordinary was observed. The patient was prescribed rinderon for the redness just after treatment. The area formed a scab which was beginning to be removed with no scarring expected.

Manufacturer narrative:
Evaluation of system logs and treatment tip has been completed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the manufacturing records showed all requirements were met. Datalogs confirmed the system and handpiece perform as expected. Evaluation of the treatment tip found on corner of the tip was not glued like the other 3 corners exposing an opening in the tip membrane. Based on the available information, burns were most likely caused by damage on the tip membrane. It is unknown how the edge of the tip became damaged or reportedly unglued. In the physician¿s opinion, no permanent scarring or damage will remain. Complaint type identified within risk analysis and performing within anticipated rate. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.